Event description:
Clarifix ballon broke while being used in the patient. Product was immediately removed from the field. Another clarifix was opened to proceed with the procedure. The clarifix balloon was damaged intra-operatively during the cryoablation portion of the procedure. Clarifix reference #(B)(4), lot #19071001, expiration date 07/10/2020. Clarifix and packaging sequestered until release by risk management.